Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause, the product was not returned for evaluation. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure when the preloaded lens injector device was being primed for use, it became stuck due to a haptic sticking to the optic. The lens did not progress to the end of the device and when lens was inspected there was a scratch due to the haptic sticking. Another lens was implanted instead. There was no reported patient contact or impact. Additional information was requested.

Manufacturer narrative:
Date was initially submitted on prior MDR as 10/05/2018 but it has now been updated and corrected to the accurate date of 10/12/2018. The manufacturer internal reference number is: (B)(4).